Event description:
It was reported that the ventilator generated three technical error codes and stopped ventilating while it was connected to a patient. The technical error codes indicated disabled valves, an expiration channel failure, and a communication failure. The patient desaturated to 75%. The ventilator was replaced with another one and ventilation could continue. The final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly replaced the expiratory channel pc board. The replaced part was not returned for investigation. Evaluation of the received ventilator logs confirms the generation of the technical error codes as well as clinical alarms indicating that ventilation stopped. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens, and spontaneous breathing is enabled. Measures to prevent this have been developed and are implemented in software version 4.4. A field action to upgrade the software began in june 2022. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #:(B)(4). H4 ¿ manufacture date - previous manufacturing date: 05/08/2020, corrected manufacturing date: 05/05/2020.

Event description:
Manufacturer's ref #: (B)(4).